Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported the patient was going to have a surgery on (B)(6) 2015 to replace their battery due to normal battery depletion but also to address a broken lead or extension. The patient met with their manufacturer representative on (B)(6) 2015 who checked the device and found that only 4 of the 8 electrodes were working. An impedance check confirmed that electrodes 0-3 had open circuits. The patient has a history of blunt force trauma to the device location so it was agreed upon that channel 1 of the extension had broken. Both extensions were to be replaced with a single extension. They further reported that they had been taking oxycodone so they could sleep at night because they had only been sleeping for 2 to 4 hours per night. The patient reported that due to the broken leads they were in pain.

Event description:
It was reported that the patient had their lead replaced the day prior to the report. The patient had a fractured lead and it was replaced by a paddle lead.